Event description:
Patient uses dexcom continuous glucose monitor. Use of sensor resulted in significant contact dermatitis from adhesive, causing large patch of skin inflammation with serous drainage, weeping, significant discomfort. Patient may be permanently scarred from this lesion. FDA safety report ID # (B)(4).